Event description:
See initial.

Manufacturer narrative:
H.10: the cardioplegia sensor module, the bubble sensor and a sample of the used tubing were requested back to livanova deutschland for further investigation. The reported issue could be reproduced. Results revealed that it was caused by the defective bubble sensor having a vga-gain value outside specification. A review of the DHR's did not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 bubb det sensor, low level ii. The incident occurred in (B)(6). A livanova representative was dispatched to the facility to investigate the issue. On site, he was able to replace the claimed malfunction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s3 bubble detection sensor had malfunctions during procedure. There was no report of patient injury.